Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the ventricular assist device (vad) physician indicated that the patient exhibited flow lower than expected on the controller that was not reflected by patient hemodynamics. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller was not returned for evaluation. Log files covering the event date were not available for analysis. No additional information or supporting evidence was provided. As a result, the reported event could not be confirmed. Differences in estimated flow by the controller, and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize, and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measure ment system and/or due to the clinical state of the patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.